Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during a procedure, lead was implanted and explanted for an unspecified issue. No further information is available.

Event description:
New information received on december 7th, 2018 states that there was no product function and physician wanted different spacing on cathodes. The patient was stable prior, during and post procedure.